Event description:
A us distributor reported that a monitor will not power up.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won't power up) was confirmed. Upon evaluation, the monitor will not power up. The cause of this was a short in the main battery causing thermal damaged to the ca board. The root cause of the shorted ca board cannot be positively identified. No adverse event resulted from the damaged monitor.